Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; coronary diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system didn¿t emit x-rays. Review of the system log file confirmed the malfunction. Upon troubleshooting, fse found the sibbox experienced intermittent loss of its 12v internal power, resulting in a lack of can communication between the collimator and the generator to the host pc and sib box was faulty. To resolve this issue. Fse replaced sib box. The defective sib box was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a diagnostic procedure, the system produced an error message and did not emit x-rays. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.